Event description:
Device analysis is provided.

Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Visual inspection under 30x magnification indicates the lead was snipped or cut approx 52cm proximal of the anobe band. X-ray of lead indicates the inner cathode coil wire was rec'd stretched distally with the extraction kit located approx 11cm proximal of the electrode tip. X-ray also indicates no portion of the j stiffener wire was rec'd.